Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal fentanyl 2,994 mcg at 41.590 mcg/day and fentanyl 0.0665 mg at 0.9242 mg/day via an implantable pump. The indication for use was not reported. It was reported that the patient was having issues with their pump, and they had ¿been trying to fix it.¿ it was further clarified that the patient had trouble with her personal therapy manager (ptm) - the patient saw code 8476, and the manufacturer representative was trying to find out how to fix it. The patient was experiencing pain. The pump was interrogated, and the parameters were verified; in the logs stated that a motor stall recovery was done, and a motor stall occurred. It was further clarified that multiple motor stalls and recoveries had occurred, and the pump was in an active motor stall. It was found that the rotor stopped. Regarding environmental, external or patient factors that might have led or contributed to the event, it was noted ¿morphine gives [the patient] adverse effects, so she uses other drugs.¿ it was noted that the pump was from trunk stock. The issue was not resolved. However, the patient's status was alive - no injury. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. However, the hcp was still in talks with the patient on whether or not to perform surgery and explant/replace the pump; a solution had not yet been decided. The hcp believed the pump would be replaced but was still in talks with the patient. Surgery had not been scheduled. The patient was supplemented with oral medication and a patch. This event did not lead to or extend patient hospitalization. The patient¿s weight and medical history were unknown. No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted. Additional information was received. The pump was explanted on (B)(6) 2020. The event resolved, as it was explanted. Currently, the patient had the pump, so it was not known if it would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a foreign consumer via a manufacturer representative indicated the patient was receiving intrathecal fentanyl 2,994 mcg at 41.590 mcg/day and ropivacaine 0.0665 mg at 0.9242 mg/day.